Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom system was not reading their blood sugars. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no readings on the dexcom system was confirmed by the finding of a signal loss. A root cause could not be determined via data.